Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial arrhythmias resulting in false termination of recorded atrial tachycardia/ atrial fibrillation (af) episodes and some ventricular pacing at slightly elevated rates at end of a falsely terminated episode. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.